Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5167557, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5166983, UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 23254105, UDI:(B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was making the pain worse. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned.